Manufacturer narrative:
The device is expected to return for investigation. Upon completion of the investigation, a follow up report will be submitted.

Event description:
The patient had the balloons implanted on (B)(6) 2018. Two weeks post op, the patient reported blue/green urine. The physician performed an edg on the patient and confirmed the balloon was partially deflated. On (B)(6) 2018, the balloons were removed and new balloons were implanted.

Event description:
The patient had the balloons implanted on (B)(6) 2018. Two weeks post op, the patient reported blue/green urine. The physician performed an edg on the patient and confirmed the balloon was partially deflated. On (B)(6) 2018, the balloons were removed and new balloons were implanted.